Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a reservoir that had become palpable. A revision surgery was performed, during which the physician confirmed that the reservoir had herniated out of the space of retzius. The reservoir was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnect ms is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Migration is acknowledged within the instructions for use (IFU) and not related to off-label use or failure to follow instructions. The reported migration is a known risk associated with this device type and indicated as such in the IFU.